Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 251 mg/dl. Reportedly, the customer was using fiasp insulin with the pump. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.